Manufacturer narrative:
Product complaint # (B)(4) h6. Component code: g07002 - device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: was there any change in the patient¿s post-operative care due to the prolonged procedure? How long was the delay? Please specify in minutes. Was the needle retrieved during the same procedure? What measures were taken to retrieve the needle? Were x-rays taken to locate the needle? Was there any additional tissue damage as a result of searching for the needle? Were there patient consequences? If yes, please explain. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances / manufacturing irregularities were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a perineal lateral resection+forceps delivery procedure on (B)(6) 2025 and suture was used. At 16:19, a woman delivered a baby girl vaginally in an occiput anterior position. During the intracutaneous suturing of the perineum, the suture broke and separated from the needle. The needle could not be found. The suture position was palpated but the needle could not be felt. After the suture was removed, the intact needle was found and the wound at the removed position was re-sutured, which caused the mother to be nervous and the suturing time was prolonged. No adverse patient consequences were reported. Additional information was requested.